Manufacturer narrative:
On(B)(6) 2020, customer reported false positive sample results. Investigation identified the root cause for the false positive results were improper mixing, and centrifugation of qpcr plates. During investigation of the initial complaint customer supplied one (1) data file on 21-oct-2020. Thermo fisher scientific's r&d group analyzed the file on 27-oct-2020, and confirmed one (1) false positive sample in the date file provided. File: taqpath covid 19 kit template 57243 10162020 analyzed.sds.

Event description:
Customer's improper mixing and centrifugation of qpcr plates caused one false positive result. Thermo fisher scientific was not able to confirm if the false positive result was reported out of the lab and communicated to the ordering physician, and/or patient. The customer did not report any deaths, or serious injuries.